Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the pump touch screen was cracked, unresponsive and no longer functional. The customer's blood glucose level was not impacted. The customer confirmed that an alternate method of insulin delivery was available.